Event description:
Per independent repair center: low o2; leaks. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was [low o2 leaks. Additional malfunctions were ty wraps leaks.